Manufacturer narrative:
An on-x aortic valve with an unknown serial number was implanted in a patient of unknown age and gender and subsequently the patient passed on post operative day #4. This information was submitted via the medwatch system with artivion receiving the notice on 18mar2024, the associated report number is mw5152810. The valve was not returned for inspection and no medical records were provided for this event and no further information is forthcoming. With this limited information we have no evidence to indicate what, if any, contribution the valve had to this unfortunate clinical outcome. Although there is no evidence of valve involvement, the instructions for use for the on-x valve lists death as a possible complication of mechanical heart valve replacement [IFU]. Predictions of operative mortality after aortic valve replacement surgery show an operative mortality rate of 1.9% (bowdish). With no supporting medical records provided we are unable to come to a definitive root cause of the patient¿s death 4 days after implant with an on-x aortic valve. With this limited information we have no evidence to indicate what, if any, contribution the valve had to this unfortunate clinical outcome. A product failure mode cannot be identified; thus, severity and occurrence is not evaluated. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the medwatch 5152810 form received via email from the FDA medical device reporting team on 18march2024, a patient with an on-x aortic valve died. No additional information forthcoming as the report is to remain anonymous. This investigation is relegated to onxa unknown serial number: unknown allegation of patient death on post-operative day 4.

Event description:
According to the medwatch 5152810 form received via email from the FDA medical device reporting team on 18march2024, a patient with an on-x aortic valve died. The patient died on post-operative day 4. No additional information forthcoming as the reporter is to remain anonymous. This investigation is relegated to onxa unknown serial number: unknown allegation of patient death on post-operative day 4.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.